Event description:
The customer complained after observing discrepant, reproducible, hypothyroid vitros tsh results for three samples from a single patient processed on a vitros 5600 integrated system. Sample draw 1 vitros tsh results: 8.65 and 8.61 miu/l (hypothyroid) vs expected <0.465 miu/l (hyperthyroid). Sample draw 2 vitros tsh results: 20.0 and 19.57 miu/l (hypothyroid) vs expected <0.465 miu/l (hyperthyroid). Sample draw 3 vitros tsh result: 9.56 miu/l (hypothyroid) vs expected <0.465 miu/l (hyperthyroid). Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The vitros tsh results of 8.65 miu/l from sample draw 1 and 20.0 miu/l from sample draw 2 were reported to a clinician who questioned the results. The customer made no allegations of harm to the patient. (B)(4).

Manufacturer narrative:
The investigation determined that discrepant, reproducible, hypothyroid vitros tsh results were obtained for three samples from a single patient processed on a vitros 5600 integrated system. A definitive root cause for the event could not be determined; however, the investigation could not rule out the possibility that the discordant results were caused by a sample interferent present in the patient samples, as a result of prescribed medication(s). The investigation did not find evidence that either the customer¿s vitros tsh reagents or 5600 analyzers had malfunctioned, although insufficient data was provided to completely rule out unexpected reagent or analyzer performance. Finally, the investigation could not rule out the possibility that inappropriate pre-analytical sample processing contributed to the events.